Manufacturer narrative:
Product analysis: the stent was returned on the balloon between the marker bands as per specification. The distal tip was slightly flared. The 11th and 12th distal segments had raised and deformed struts. (B)(4).

Event description:
A endeavor resolute rx drug eluting stent was being used to treat a moderately tortuous, severely calcified lesion in the lad exhibiting 92% stenosis. The device was removed from packaging per IFU and inspected prior to use with no issues noted. The lesion was pre-dilated with 2.75x20mm balloon twice up to 12atms. Resistance was encountered when advancing the device but excessive force was not used. It is reported the device was unable to cross the lesion and on removal it was noticed that the stent struts were damaged. There was no patient injury reported. The physician believe that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related please note that this device endeavor resolute is not marketed in the united states; however it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.